Manufacturer narrative:
The pod was received with the cannula deployed. No issues were found that would result in the needle deploying late. Although no issues were noted with the needle mechanism, we cannot determine when the device deployed. Several attempts were made to connect the pod with the master pdm, all with failure. The pod was opened and the battery voltages were noted to be low for the middle and bottom batteries, indicating that the pcb possibly drained the batteries. The pcb was completely removed and no debris was found on the pcb, batteries, or battery clips. A final attempt to download the data from the separated pcb again ended in failure.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported that the needle deployed late when the pod was activated; this indicates a needle mechanism failure. The pod was worn for less than an hour and patient reported blood glucose level of 106 mg/dl.